Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was microscopically and visually examined. The product mandrel and balloon protector were in place in the device upon return. There was a shaft kink at 40mm from the tip of the device. The product mandrel was also kinked in the same location. There was contrast visible to the surface of the device. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported event as there was no break in the device. There was an unreported shaft kink to the device.

Event description:
It was reported that the catheter was fractured and the procedure was cancelled. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the device was fractured and could not be used. The device was directly removed and was still intact. The procedure was cancelled. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the catheter was fractured and the procedure was aborted. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A stingray lp catheter was selected for use. During the procedure, it was noted that the device was fractured and could not be used. The device was directly removed and was still intact. The procedure was aborted. No patient complications were reported and patient was stable post procedure.